Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received two no delivery alarms. The customer's blood glucose was 246 mg/dl at the time the alarm occurred. Troubleshooting did not occur as the customer did not have a reservoir inside the insulin pump. It was found the customer had stopped insulin pump therapy after the second no delivery alarm occurred. It was also reported the customer had a mild case of ketones. The customer's grandfather also reported a bent cannula after they had changed the customer's infusion set. Customer was advised to call back when the alarm occurred to troubleshoot the issue. No additional information provided.